Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: the battery compartment was cracked starting at the threads to the left side of the grip pad, and from the case seal traveling to the grip pad. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 23-mar-2018.